Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 08/30/2016 .device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: during investigation, the pump was powered on to a dim display with reddish text. Unrelated to the original complaint, a crack was found in the battery compartment from below the grip pad to the case seal.